Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient currently receiving saline via an implantable pump. The pump had previously delivered morphine. The indications for use was spinal pain indications. The healthcare provider reported the patient was interested in shutting down the pump and discontinuing therapy indefinitely. The caller wanted to review safety of pump in body, shut off, after 10 years. The healthcare provider stated the patient has had 3 different episodes where she went into the hospital with overdose-like symptoms, and they were pretty sure it was not due to a pocket/septum fill but she was also not the rn for the patient at the time. The physician was not sure if it was the fault of the pump and caller did not havemore information on when/what occurred.

Event description:
Additional information received from the healthcare provider (hcp) indicated that, about 6 months prior this report, the patient started having episodes where they were getting back less than expected and the patient was having episodes of overdose, so saline was put in the pump. On (B)(6) 2025, the hcp wanted to permanently shut down the pump. The pump shut down code was given.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.